Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The cgm was 44 mg/dl then low, but she the patient did not feel low. The bg was not checked. The husband gave her glucagon and carbohydrates to treat the low cgm reading. The cgm did not change after treatment and the patient felt unusual, dizzy, weak, lightheaded. The patient presented to the emergency department (ed) with her family and there the bg was 403 mg/dl while the cgm continued to show low. The patient was admitted to the hospital for 7 days and treated with IV fluids for the hyperglycemia. Of note, the patient was also diagnosed with urinary tract infection (uti) and sepsis and received IV antibiotics. At the time of the follow-up call, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.